Event description:
It was reported by the aci clinical specialist that (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the femoral head via a 5f sheath (model unknown). There was 1 sheath exchange the second sheath used was a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium at the vicinity of the access site and the vessel size 7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the physician withdrew the shuttle the advancer tube was not visible and the sealant did not deploy. The sealant was visible in the catheter. The device was removed and the patient was converted to 30 minutes of manual compression. Because this was an interventional procedure a femostop was placed for 1 hour. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. The patient's discharge date was not provided. The aci clinical specialist confirmed that the advancer tube was inside the shuttle tube.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1301501) indicated that the device lot met all established performance criteria prior to shipment.